Event description:
Weight gain and serious health issues seem to be a common occurrence with many women using the fasciablaster. I gained 7 lbs in 1 month of blasting lightly and then stopped. It also aggravated my heart palpitations and gave me new spider veins and extreme fatigue and nausea. I stopped almost 2 months ago and still trying to lose the last 2 lbs of weight gain. I'm 51, a size 6, and work out. I use intermittent fasting and food combining to stay thin. I've noticed after blasting that my fasting results are not as profound as before and my energy level is still affected.